Manufacturer narrative:
Correction device code correction: manufacturing reference number 1627487-2019-10188, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to be charged as a result the device was explanted and a new device was implanted. There were no complications during the procedure. Therapy was replaced post procedure. Patient was stable.